Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: a photo image was provided for review. Upon visual inspection of one photo, the following was observed: the photo shows a device from anvil area and some staples can be seen in b-formed on the end of anvil. Based on the photos reviewed, the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during first lap sleeve gastrectomy, four green gst60g with slr were fired. One additional firing was needed to complete transection of tagged buttress material and minimal omentum. Stapler was unloaded, swished in saline and dried with lap pad. Gst60b was inserted and used. Stapler fired correctly, but dragged staples through bam and buttress slr material and caused stapler to cut without stapling appropriately. Case was completed with ligasure and no patient harm was documented.